Event description:
A customer reported false negative hbsag results on four of italian external quality assurance scheme (eqas) samples. Both postivie and negative values were obtained using two other manufacturers' assays. A false negative hbsag result could present a risk to public health. There was no report of patient harm as a result of this event.